Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and the inflow portion of the frame was constrained due to the heavy calcification of the native valve. A decision was made to post-dilate the valve but as the physician was determining which size balloon to use, the valve dislodged out of position into the ascending aorta. A balloon aortic valvuloplasty (bav) was performed to make room for a second valve. A second valve was deployed with a good result. No adverse patient effects were reported.